Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burnt components q1 and q2 of 510-504-008 board and c8 of 510-503-008 board. The service technician deemed unit un-repairable.

Event description:
The customer reported model lap top ventilator power manager will not charge. The customer stated unit has marks related to overheating. At this time, it is unknown if there was any patient involvement associated with the reported issue.